Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found.

Event description:
It was reported that the patient acquired an infection. The device was explanted and the patient underwent wound vac for 6 months. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue but none was available. There have been no reports of further complications regarding this event.